Event description:
It was reported that there was noise observed on this right ventricular (rv) lead channel during isometric testing prior to generator change out. It was noted that there was oversensing of the noise, but no pacing inhibition or stored events on the presenting electrogram (egm). Due to the presence of this noise, the physician explanted this lead and replaced it with a new rv lead. No additional adverse patient effects were reported. The explanted lead was disposed of at the hospital.